Event description:
It was reported that during preparation for an unspecified treatment procedure, a compromised sterile package barrier was noted. A 15mm x 2.50mm nc quantum apex balloon catheter was selected for use when it was noticed that the device sterile packaging was open. The device was replaced and the procedure was completed with a different device. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).